Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was confirmed faulty. The hospital service technician replaced the pcb. The faulty pcb was not returned for investigation. An evaluation of the received device logs could confirm that the event happened on (B)(6)2020, this is set as the date of event. The test logs shows problem with the pressure transducer pcb that has an offset value that differs more than the allowed ±300mv from factory default together with a gain factor that differs more than 5 % from factory default. A defect pressure transducer may lead to higher/lower pressure than set. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a faulty pressure transducer pcb. Since the pcb was not returned, the root cause cannot be determined.

Event description:
Manufacturer ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).